Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine months post the device implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and will not be received. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. A reduced analysis done, device okay.

Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine months post the device implant. A cause of death was requested and will not be received.

Manufacturer narrative:
Product event summary (B)(4) the lead was returned, analyzed and no anomalies were found. It was noted the lead was stretched, the proximal, and defib conductors were fractured (pulled/stretched/overstressed), the overlay tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the distal conductor was distorted (pulled/stretched/overstressed), there was blood on the overlay tubing, and there was apparent explant damage.

Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine months post the device implant.